Event description:
The patient was comparing blood glucose on suspect device with two different lot numbers and one lot was consistently higher than the other. The patient was adjusting his insulin based off of the higher lot of glucose strips. The patient alleges that the day before the incident, he had increased his insulin to 35 units on n before breakfast, 40 units of r before dinner and 20 units of n before bed. The patient passed out and was taken to the hospital where he was given a glucose IV. The patient alleges that 6 hours passed from the time that he took insulin until the time the incident occurred.